Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper molding defect was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper molding defect. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® serum blood collection tubes the stopper remained in tube. The following information was provided by the initial reporter: due to the tube could not evacuate during blood collection from patient, then the customer removed the closure and the abnormal inner rubber was found.